Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high capture thresholds and impedance >1990 ohms in the atrial channel.